Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited loss of capture at maximum output.

Event description:
The lead tested fine with a pacing system analyzer, but would not capture when connected to the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. The lead was left implanted and functioned fine with the new device.